Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced the post-op complication of seroma. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Seroma is known inherent risk of the surgery/use of the device and included as a possible complication in the adverse reaction section of the instruction for use (IFU) supplied with the device. This MDR reports the ae of seroma. An additional MDR was submitted to report additional ae of infection. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting.

Event description:
Per clinical trial (B)(6): on (B)(6) 2020, patient underwent bilateral revision reconstruction using an imf incision. The patient was hospitalized for the procedure on (B)(6) 2020 (discharged (B)(6) 2020). Two pieces of galashape (galaflex 3d) were used. There were no concomitant procedures done. On (B)(6) 2020, left breast seroma was reported. On (B)(6) 2020, patient had serosanguinous seroma fluid drainage of right breast seroma. Resolved without sequelae on (B)(6) 2020. Review by medical affairs identifies the reported seroma is likely related to the device and serious.